Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that signal loss over one hour occurred. The patient¿s mother stated the patient went into diabetic ketoacidosis (dka) while the continuous glucose monitor (cgm) was displaying signal loss and was sent to the intensive care unit (ICU) because of her ketone level. She was treated with insulin and was stable afterward. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.